Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for low blood glucose levels of 36 mg/dl. The customer was treated with food. The customer stated that they were in a stressful state of mind during the time of the incident. The customer was assisted the performing a displacement test and the device passed. The customer did not return the product back for analysis.